Event description:
It was reported by the customer that a right internal jugular insertion took place in 2008. On the following month, the catheter was found to be separated. The customer has requested that we investigate whether or not the catheter was cut or came apart. The contact person indicated an angiogram was used to remove the catheter.

Manufacturer narrative:
Follow-up report will be filed if additional information becomes available.